Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that they turned stimulation up to 8.5v and they were having to go to the bathroom too frequently and was changing pads. Patient stated their symptoms were a lot better before the ins was implanted. Patient stated they did a lot better during the evaluation. Patient was asked if they were feeling stimulation, patient stated that if they pressed really hard against something they might feel stimulation where the ins was implanted. Patient later reported that they felt stimulation when leaning against the patient programmer while sitting in a chair. Patient reported sometimes they felt stimulation, sometimes they did not. Patient was asked if they were feeling it in the bicycle seat area and the patient reported no. Patient reported that right after surgery the manufacturer representative started the ins and showed them how to use it and set it to 6.9v. The patient reported not feeling stimulation at 6.9v. Patient stated the rep told them this may be due to sedation from the surgery and to keep stimulation at that level. Patient was redirected to their healthcare provider to discuss frequency, location of stimulation sensation/sometimes feeling stimulation where the ins was implanted, and the possibility of changing programs. No further complications were reported or anticipated.